Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that the unit powered on with the fault light illuminated and that the battery voltage was lower than intended. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the fault light for the positioning sensor unit (psu) of the navigation system was blinking. Review of the ndi toolbox found that there was a bump in the battery detector. There was no patient present when this issue was identified. No additional information was provided.